Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation, but has not yet been returned. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with the use of the device.

Event description:
It was reported that during a coil embolization procedure, the coil prematurely detached in the catheter. The coil and catheter were both removed from the patient without incident. The procedure was completed using a different coil of the same type. The patient is stable.

Manufacturer narrative:
Device manufacture date: mar 24, 2024, was corrected to mar 13, 2024. The investigation of the returned coil system found the implant to be stretched and separated from the pusher. The pusher was not returned for evaluation. Without the return and evaluation of the pusher to inspect the attachment monofilament, the investigation is unable to determine the mode of separation (i.e., unintentional vs normal detachment using a detachment controller). Since the investigation could not verify the mode of implant separation due to the absence of the pusher, the reported event is considered non-verifiable. The physical evaluation of the device could not identify the conditions or circumstances that led to the stretched implant, but this condition is consistent with the device experiencing forces exceeding the implant's yield strength.